Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt went through withdrawal. The pt was in (B)(6) at the time of the event and had to be flown via medivac back to (B)(6). The pt was not able to get refilled in (B)(6). The pt went to the hospital and his settings adjusted down from eight days to refill to 168 days. After having the settings adjusted, the pt went home, where he passed out in the shower. He was rushed to the hospital six hours after the adjustment took place. The pt spent another 14 hours in the emergency room. The pt was told that the only medication for pain that was available was morphine, but the pt had an allergy to morphine. The pt had another adjustment which allowed him to be flown back to (B)(6). The pt was able to get a refill appointment for (B)(6) 2011 in the USA. The drug in the pump at the time of the event was on not known. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.